Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that lead fracture was found. Lead was capped and replaced.